Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0013068399 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, but there was foreign matter in the lattice. The cirris tester was used to perform shorts and mapping tests, which resulted in failure. An open circuit was identified at p1, p2, and p4 electrode. In conclusion, the reported tissue in tip was confirmed through analysis. Additionally, the catheter failed the returned product inspection due to p1, p2, and p4 open circuit electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a sensor error fault occurred when the catheter was manipulated during mapping. The catheter was replaced which resolved the issue. The procedure was completed. It was noted that the physician was concerned about tissue inside the lattice of the first catheter. No patient complications have been reported as a result of this event.